Event description:
The unit had overfilled the final container from two stations, based on differences in programmed and delivered volumes indicated on displays. The unit was returned for evaluation. No patient involvement.